Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: the reliance box chisel 8mm was confirmed to have a fractured tip upon visual inspection. There was no reported surgical delay and there were no adverse effects on the patient. The manufacturing records did not reveal any discrepancies in the manufacturing process. There were several previous complaints which determined that the root causes for similar events, were due to strain on the instrument and wear over time. Since this product has been in the field for about 3 years, it's possible that the instrument has undergone stress and fatigue over this time. There is also no indication of misuse of the instrument during the procedure; therefore, the exact cause cannot be determined and is likely multifactorial in nature. Conclusion: no clear cause can be established. At this time, the exact cause cannot be determined and is likely multifactorial in nature.

Event description:
It was reported that "surgeon was cleaning out the disc space with a box chisel and it broke."

Event description:
It was reported that "surgeon was cleaning out the disc space with a box chisel and it broke."